Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. The homechoice device received a returned instrument testing evaluation (rite). An external/internal inspection was performed on the device and found no issues. The device passed rite electrical and functional testing. The pneumatic system of the device was tested and found to be working to specifications. A short simulated therapy was successfully completed on the device. The reported iipv event was identified in the event history log, but during sample evaluation no nonconforming product was found related to the reported issue. The device was determined to meet specifications. The device history review did not confirm the reported issue. The cause of the high drain alarm was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient received a high initial drain volume on the homechoice device at the end of peritoneal dialysis therapy. The patient was connected at the time of the event. No alarms were reported (no additional details provided). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.